Event description:
The customer returned colonovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the image was not displayed and the most probable cause of this complaint is due to damage on charge coupler device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for image not displayed was traced due to damage on charge coupler device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.